Event description:
Related manufacture reference number: 2017865-2023-52163. It was reported that the patient presented during clinical follow-up. Interrogation noted that the atrial lead exhibited noise oversensing. Fluoroscopy noted that the insulation was defected. During revision, the helix of the atrial lead was unable to be retracted. The defect atrial lead was capped and (B)(6) 2023 and a second atrial lead was attempted to be installed. The installation was unsuccessful due to inadequate lead slack and a third atrial lead utilized while the second atrial lead was abandoned. The procedure was completed on (B)(6) 2023 and the patient was discharged from hospital.